Manufacturer narrative:
The device in question was not returned to walkmed infusion for evaluation. Additionally, the lot number was not provided and a manufacturing review was not conducted. A medication leak was observed by the facility, however, the facility was unable to confirm where the leak had originated. Device was not returned from facility.

Event description:
A patient observed medication was leaking while using a walkmed infusion infusion pump, reservoir bag, and administration set. The leak was contained in the carrying case, and there were no reports of any injuries.